Manufacturer narrative:
This supplement report #2 is being submitted to provide the root cause and actions taken. Service responded to the call and replaced the cables and the unit is now working as intended. The supplier has completed their investigation of the broken cables of the dx-d100 unit. The conclusion is that the cables were broken due to wear and the parachute worked as intended. The investigation confirmed there is clearly mentioned in the service manual that the state of the cables must be checked during preventive maintenance to avoid frayed/snapped cables on mobile units. (B)(4) performed three test during the investigation: test 1. A mobile unit was placed at the same position as described by the customer (parking at 12'') and the steel cable was cut off at the point of maximum wear to confirm whether the parachute system worked in this scenario. The steel cable that was cut off at the maximum wearing area is, in fact, the portion of the cable which is continuously rolling and unrolling up in the pulley. The arm moved down 10 mm after cutting off the cable, but this distance could be higher; (between 5 mm and 50 mm). That distance depends on the position of the trigger over the gaps of the column. This test conducted at the (B)(4) facility showed that the equipment is safe in case the cable breaks. Test 2. The frayed cable returned from agfa to (B)(4) was sent to an external lab where further investigation and testing were performed to check the chemical composition of the cables used in the dx-d100 and to see if there were issues with the raw materials used to make the cable. Testing included checking the chemical composition of the wires within the cable and a cable tension test in environmental temperature conditions intentionally crimping the cables. The test revealed there were no problems identified in the raw material used to make the cable. Test 3. A life test was conducted by moving the arm up and down continuously to check the life expectancy of the cable. After 153,000 cycles from the bottom to the top of the column, the big spring broke, but not the cable. (B)(4) replaced the spring and continued the life test. Overall, the root cause was confirmed the cable on the mobile unit was broken due to the wear and tear on the unit and the parachute worked as expected per the test results. No further events have been reported. There has been no reported harm to patient or user during this event.

Event description:
This supplement report #2 is being submitted to provide the root cause and actions taken.

Manufacturer narrative:
On april 21, 2017 agfa received a copy of medwatch report mw5068514 from the division of postmarket surveillance office of surveillance and biometrics. This report has been submitted by agfa's customer and provides additional information for an event agfa has reported to FDA via MDR 9616389-2017-00006 and 9616389-2017-00007. There has been no reported harm to patient or user during this event. Investigation is under way to determine the root cause. A supplemental report will be provided.

Event description:
This supplemental report # 1 is being submitted to provide additional information.

Event description:
On march 3, 2017, agfa became aware of an event in which the customer experienced an issue of a broken cable of a dx-d 100 unit. The customer reported two techs had just finished a patient's x-ray and had swung the tube head around to park it. As one tech was lowering the tube head, it was about 12" above the park latch assembly when a loud snap was heard and the tube head dropped suddenly into the park latch. The unit was still drivable, so a work order was initiated to biomed and the unit was brought to the bio-med shop. Inspection of the unit by bio-med revealed the broken cable. The unit has been removed from service. Investigation is under way to determine the root cause. A supplemental report will be provided. There has been no reported harm to patient or user during this event.